Event description:
Customer reported a hospitalization due to high blood glucose. The current blood glucose reading is 187 mg/dl. The insulin pump alarmed button error. The blood glucose reading at the time of the event was over 500 mg/dl. Customer was incoherent and sweaty; he thought he was having a low. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.